Event description:
It was reported that the attachment was not working. It was reported there was no patient impact. Additional information was received stating the that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearing (distal) are detached. The likely cause of failure could not be determined. It was also noted that the tip of the tube is out of shape, leg was scratched, color band and laser markings was faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.